Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) emitted tones. Upon interrogation, it was discovered that this right ventricular lead had recorded a high out of range shock impedance measurement greater than 125 ohms. Boston scientific technical services (ts) reviewed the patient data and discussed that there have been gradual correlating fluctuations in both pace and shock impedances since implant. Ts recommended that these changes could be caused by patient related factors. The right atrial and right ventricular pace impedances were never out of range and all measurements were within normal limits during the office check. The physician decided to increase the shock impedance upper limit and continue to monitor the system. This ICD remains in service. No adverse patient effects were reported.